Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room, a high voltage lead impedance out of range alert was seen during a ventricular fibrillation (vf) episode on the right ventricular (rv) lead. At that time, the over current detection was applied by the device and aborted the defibrillation threshold test (dft) shock at the first attempt. The second attempt successfully delivered the dft with an impedance of 81 ohms in rv to can configuration. The physician capped and replaced the rv lead on (B)(6). The patient was stable before, during and after procedure.